Event description:
Additional information received from the consumer reported it was taking 2 or more hours to recharge. It used to only take the patient an hour to an hour and 15 minutes to charge. The patient had been working with manufacturing representatives and was told to charge more often. The patient had been charging more often but charging was getting worse and worse over time. After the patient charged they would occasionally experience a slight burning sensation at the implant site which had started about a year ago. The patient was charging the implantable neurostimulator (ins) to 100% full. They were still getting 8 coupling boxes but for some reason the charge was really slow. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via a company representative reported that the patient was charging too often and charging was taking longer than it used to. The patient reported that they were charging more now than before. The patient had a burning sensation at the implant site during charging a day prior to the report. The patient was scheduled to see their health care provider to have system check. The indications for use for this patient were parkinson dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.